Event description:
It was reported that failed sensor after warm up occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient reportedly experienced failed sensors on 3 consecutive days ((B)(6) 2023). The patient did not have another way to monitor the glucose value because the final failed sensor was the last one and he does not have a glucometer. On (B)(6) 2023, the parent drove the patient to the hospital and the patient was diagnosed with diabetic ketoacidosis (dka). The bg was 650 mg/dl upon arrival. The patient was treated with 3 IV fluids every 30 minutes. The patient also underwent cardiac monitoring. The patient was released the following day around 1:00pm when the sugar was normalized. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.